Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the speaker of the intellivue multi measurement server x2 was faulty. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Event description:
It was reported that the speaker of the intellivue multi measurement server x2 was faulty. It is unknown if there was still sound coming from the device. The device was not in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt was conducted to find out if the device still produced audio but no additional information was retrieved. The field service engineer was onsite and tested the device. Results of functional testing indicate that the device speaker was faulty. The customer was provided with a quote for a replacement speaker assembly to resolve the issue.